Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor on (B)(6) 2014. It was reported that the patient had the device removed on (B)(6) 2015 due to lack of therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.